Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in two (2) flo-thru devices. The unspecified particulate matter was observed in the inner pouches. The event occurred prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Two devices were received for evaluation. During visual (via the naked eye and microscopic) examination of the first device, no particulate matter (pm) was observed. During visual examination of the second device, loose pm was observed on the inside wall of the inner pouch. Microscopic inspection was performed and the pm was determined to be a fiber. The size was less than 0.80mm². Per specification, foreign material must not be larger than 0.80 mm²; and therefore this product meets specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.